Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted. (B)(4)- repositioned lens in a secondary procedure. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was initially reported that after implantation of zct400 18.5 diopter intraocular lens (iol) in a male patient's left eye; the patient experienced a 50° axis misalignment in the left eye. However, through follow up it was learned that this initial information was incorrect. Additional information was received and it was clarified/learned that the patient complained of visual distortion. Patient's uncorrected visual acuity at 1- month postoperative visit was 20/40 and best corrected visual acuity was 20/20. Patient feels that the left eye has a weaker vision than the right eye. Furthermore, it was learned that the zct400 lens was placed at 004 degrees based on ocular response analyzer (ora) on (B)(6) 2016. Ora was incorrect and lens should have been placed at 170 degrees per amo toric calculator. The lens was repositioned to the correct placement of 172 degrees on (B)(6) 2016. Patient's vision at 1-day post repositioning was 20/20. No further information was provided.